Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, an optometrist stated that a revision could be done between three - six months post-surgery but at this time no more information can be provided.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record was reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported hypocorrection post refractive procedure in a patient's right eye. Upon follow up, it was reported that the patient is not satisfied with the results. There are multiple patient related reports. This report addresses the patient number two's right eye and other manufacturer report swill be filed for the other patients.